Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was overheating. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: a battery was not returned with the pump for investigation. Review of the black box verified voltages were steady with no sudden drop prior to the overheating event reported to have occurred on (B)(6) 2017. The pump¿s electrical current draws were evaluated and found to measure within the required specifications. On inspection, there was no evidence of moisture inside the battery compartment or in the pump¿s internal compartment. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.